Manufacturer narrative:
(B)(4). A partial lead with the distal end measuring 49.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing presyncopal episodes due to bradycardia. Interrogation revealed loss of capture, low r-wave sensing, and noise. Cardiac perforation was noted via x-ray. The lead was explanted. The patient condition was fine post-procedure.